Manufacturer narrative:
Customer service responded via email, requesting that the customer contact them so that her issue could appropriately be addressed. As of the date of this report, the customer has not done so. In follow up with a complaint handler on (B)(6) 2019, the customer alleged that she was diagnosed with mastitis by her obstetrician on (B)(6) 2019 and was prescribed an antibiotic. The customer further alleged that on (B)(6) 2019, her symptoms worsened, so she called her doctor and was told to report immediately to an urgent care facility or an emergency room. She indicated that she was admitted to (B)(6) hospital and was hospitalized for treatment of mastitis until (B)(6) 2019, where she was administered two types of IV antibiotics. Additionally, regarding the current status of her mastitis, the customer indicated that she was finishing up the oral antibiotics that were prescribed when she was released from the hospital, is using a symphony breast pump, and was in the process of drying up her milk supply. The customer was encouraged to contact customer service to troubleshoot the freestyle suction issue. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc via email that she had been exclusively pumping with her freestyle breast pump since her baby's birth on (B)(6) 2019 and, in that short time, had developed a clogged duct which turned into mastitis and required hospitalization for three days. She indicated that during her hospital stays (for both delivery of her baby and treatment for mastitis), she used a symphony hospital-grade pump and, since leaving the hospital, has noticed that the freestyle does not empty her breasts as well. She alleged that the symphony collected more than double the amount of milk each pumping, despite having replaced both the tubing and the membranes on the freestyle pump.